Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, PICC outpatient specialist nurse bedside to the patient infusion found seepage, pull out part of the catheter found in the catheter about 38cm scale has broken push saline has leakage, and finally remove the catheter to re-puncture. The catheter was punctured in february this year. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a groshong nxt catheter was returned for evaluation. An initial visual observation of the video showed the catheter inserted into a patient¿s arm. The video shows the catheter was flushed with a clear liquid and a leak can be seen in the catheter tubing, just proximal to the insertion site. No details of the apparent damage could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC outpatient specialist nurse bedside to the patient infusion found seepage, pull out part of the catheter found in the catheter about 38cm scale has broken push saline has leakage, and finally remove the catheter to re-puncture. The catheter was punctured in february this year. No other information was provided.